Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device did not deliver a dose when the patient pendant was pressed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The customer contact indicated that the device will be repaired at the user facility. If the device is received, a follow-up report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel.